Event description:
It was reported that in 2010, they did a catheter revision of the distal catheter and noticed black grainy substance at the tip of the catheter. In (B)(6) 2012, it was reported that the patient stopped receiving benefit of therapy. The patient experienced withdrawal symptoms. It was indicated that the actual residual volume was greater than the expected residual volume. The pump still had the original 20cc at pump refill; it was expected to be near empty. The pump and catheter were removed. It was noted that the catheter was detached from the distal catheter at the connector and the catheter was disconnected from the pump. The hcp flushed the removed catheter and determined there was a clog at the connector pin. It was noted the reason for catheter removal was occlusion and break/tear/hole at the connector pin. The patient recovered without sequela. The pump was delivering dilaudid and baclofen.

Event description:
Additional information received later indicated that the patient was getting a concentration of diladid at 50mg/ml and baclofen of 1250 mcg/ ml; reporter was unsure what/how the baclofen was mixed. The patient's pump currently contained prialt and no baclofen.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the pump revealed no anomaly found. Analysis of the partial catheter revealed no significant anomaly. It was noted there was a dried drug/blood occlusion; the pin connector was occluded and unable to break loose during analysis.

Manufacturer narrative:
Catheter model# unk, lot# unk, implant date: 2010 explant:unk ...catheter model# 8703, lot# j92102766, implanted: 1992 (B)(6), explanted: unk. (B)(4). Analysis results were not available at the time of this report. A follow up report will be sent when analysis is completed.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.